Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient had bilateral anterior total hips implanted on (B)(6) 2011. On (B)(6) 2011, during an office check up, dr. Fisher noticed on the x-ray that the tip of the stem impactor was sitting right above the stem. The tip has not yet been removed from the patient.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Provided x-rays also confirm that the tip can be seen yet within the patient. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. The returned instrument was manufactured prior the established improvement. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.